Event description:
Tee pee thumb splint worn three days cut my wrist resulting in wrist pain, as well as thumb pain for which splint was prescribed by doctor. The plastic "stay" cut into my wrist below, the thumb (on right hand) causing pain. I stopped use after 3 days, but pain in wrist remains. Note: I have seen my doctor three times, have seen an orthopedic specialist once, visited physiotherapist for one month, received massage therapy the past four months. I wear the splint 70%-90% of each day (taken off when typing or washing dishes) on advice of therapist to begin to strengthen wrist and do therapeutic exercises. I feel the tee pee contributed to this. If there had been either a shorter plastic stay or an extended stay like in the thumb/wrist splint, my wrist would not have been injured.